Event description:
It was reported that there was a false latch of siderail; inadequate siderail support force and a fluid leak. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.